Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy was not carried to term"), pelvic discomfort ("discomfort"), back pain ("chronic back pain / severe pain"), migraine ("excessive migraine headaches") and abdominal distension ("abdominal bloating") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (your way to be e-free). Essure was removed. At the time of the report, the menorrhagia, pelvic discomfort, back pain, migraine and abdominal distension had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, back pain, menorrhagia, migraine, pelvic discomfort and pregnancy with contraceptive device to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-feb-2020: the case was upgraded to serious incident. The events pregnancy and spontaneous abortion were updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.